Event description:
It was reported that the patient presented with ventricular tachycardia, ventricular fibrillation, a non-st-elevation myocardial infarction, and an embolic cerebrovascular accident (cva) that converted to a hemorrhagic (cva). Additionally, the patient had multiple lab abnormalities including a subtherapeutic international normalized ratio (inr) and a lactate dehydrogenase (ldh) greater than 3500 but slowly trending down. The patient was inpatient and being worked through testing and imaging. Log file review showed no unusual events in the log file history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not conclusively be established through this evaluation. The submitted log file captured no notable events or alarms. The pump appeared to function as intended at or above the low speed limit throughout the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number: (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists cardiac arrhythmia, myocardial infarction, stroke, bleeding, and hemolysis as adverse events that may be associated with the use of the heartmate ii lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy, including inr range, as well as the suggested anticoagulation modifications. Additionally, section 6 lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.